Event description:
It was reported to boston scientific corp on july 8, 2009 that a c.r.e. Balloon dilatation catheter device was used during an esophagogastroduodenoscopy procedure performed on (B) (6) 2009. According to the complainant, during the procedure, two holes were found in the balloon. The procedure was completed with another c.r.e. Balloon dilatation catheter device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).